Event description:
Interlink injection site plastic edge of cap broken had to discontinue and start new IV. Device #2 the cap pulled off when the needle stylet was pulled of. Both are #22ga 0.75 in 0.9 x 19mm.